Event description:
Customer reported that the insulin pump's display was blank and no insulin was being delivered. Customer reported that the insulin pump had recently been exposed to sweat. Customer stated that moisture was visible under the insulin pump's display. Blood glucose level was 354.6 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a blank display. The problem was isolated to the interface board. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners, and display window, and minor scratches on the display window.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.